Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had a loss of therapeutic effect. The pt's implantable neurostimulator "quit working" for no apparent reason. It was further reported the pt was able to recharge successfully but noted that "2 wires are fried." Pt was still having problems with her device. It was questionable whether pt would have surgery to fix the problem.